Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a low readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. As a result, customer went to the emergency room (ER) where a healthcare professional (hcp) performed a blood glucose measurement with "normal" result, prior to providing unspecified third-party treatment for an alleged hypoglycemia. No further details were provided as customer refused to provide further information. Low sensor scan results are indicative of hypoglycemia and therefore consistent with the alleged event. Based on the information provided, there was no report of serious injury associated with this event.